Event description:
The report stated that this unit was donated to nw haiti christian mission group several years ago and has recently been returned for problems. A biomedical engineer in the us servicing the unit reported the generator boots up fine but once a handpiece is activated it stays activated after releasing the button. There was no patient incident. They tried it on more than one handpiece when it was brought back to the us.

Manufacturer narrative:
The reported generator has een requested but to date has not been received for eval. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. This is a generator that is no longer serviced by covidien.